Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019 and 04/22/2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified extended opening, yellow biological tissue, flat creases and a weight test of the explanted material verified it was underweight. Microscopic analysis of the return device identified wear abrasion and an extended sharp opening on posterior side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare reported a rupture and "siliconomas in lymph node". Affected side is unknown. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.4, d.6, d.7, g.1, h.6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additional report of "lymphatic knot with siliconoma". This relates to the left side device.